Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited loss of capture and it was confirmed that the lead had become dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.